Manufacturer narrative:
The customer¿s report of an over infusion of propofol was confirmed. Review of the pcu event logs confirmed that a propofol infusion was programmed beginning at 7:36 am at a dose of 100mcg/kg/min and a vtbi of 90ml. The infusion began infusing at a rate of 55.2 ml/hr. The logs only confirmed a short 7 minute infusion at the reported incident dose of 50mcg/kg/min. This infusion infused at a rate of 27.6 ml/hr. Review of the logs did not confirm any infusions at the customers reported rate of 25 ml/hr. Review of various propofol infusions occurring during the time of the reported event, programmed to infuse at various rates and for varying lengths of time, demonstrate that approximately 116.43 ml had infused over approximately 3 hours and 5 minutes. The returned pump module was tested for timed rate accuracy at the reported incident rate of 25ml/hr and was found to be in specification. During testing there were no periods of unregulated flow observed. No air-in-line alarms were found to have occurred in the logs during the reported event. The customer did not return the administration set in use at the time of the event; no testing of the IV tubing could be performed. The proximate cause of the customer complaint of an overinfusion of propofol is suspected to be due to user programming.

Event description:
It was reported that propofol (100ml) was initiated in anesthesia mode with a vtbi of 90ml, and a rate of 50mcg/kg/min, programmed at a rate of 25ml/hr. Expected the infusion to last almost 4 hrs. However completed in 2 hrs. The device at that time alarmed for air in line (100ml) bottle was noted to emptied and the device 40-45ml volume to be infused. The customer stated that there was no patient harm as the anesthesiologists titrate propofol infusions to the appropriate level of sedation/anesthesia and monitor the patient constantly. On (B)(6) 2019 biomed/clinical technology ran 2 infusions at the rate programmed originally, as well as the preventive maintenance procedure and did not find any significant error in delivery.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Propofol - listed as concomitant.

Event description:
It was reported that propofol (100ml) was initiated in anesthesia mode with a vtbi of 90ml, and a rate of 50mcg/kg/min, programmed at a rate of 25ml/hr. Expected the infusion to last almost 4 hrs. However completed in 2 hrs. The device at that time alarmed for air in line (100ml) bottle was noted to emptied and the device 40-45ml volume to be infused. The customer stated that there was no patient harm as the anesthesiologists titrate propofol infusions to the appropriate level of sedation/anesthesia and monitor the patient constantly. On july 25, 2019 biomed/clinical technology ran 2 infusions at the rate programmed originally, as well as the preventive maintenance procedure and did not find any significant error in delivery.